Manufacturer narrative:
Maquet medical systems USA, submits this report on behalf of the legal manufacturer of the device. Maquet cardiopulmonary (B)(4). There will be no service order requested or needed, because the device was not defective. The customer removed the disposable from the magnetic drive, without decreasing the flow to zero. No harm/risk to the patient was reported. The device is back in clinical use. The most probable root cause is a user error. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic

Event description:
(B)(4). It was discovered that there was air in the arterial and they were able to remove it before it got to the patient. When they de-aired the device they removed the disposable from the magnetic drive to do this maneuver. They received a pump failure alarm. After several questions it was determined that they did not decrease the rpm's to zero prior to removing the disposable from the drive. At the time of the call the patient was on full support and there were no adverse affects.